Manufacturer narrative:
The investigation has determined that higher than expected vitros troponin I results were obtained when the customer ran multiple within run precision tests using a non-patient (specialty diluent) fluid using vitros tropi es lot 3690 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros tropi es results was an instrument issue caused by bleach contamination. The customer indicated that bleach was being used on another instrument in the laboratory within 5 feet of the customer¿s vitros 5600 integrated system. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. The tsc indicated to the customer that bleach and chlorine based cleaning solutions could contaminate the vitros 5600 integrated system affecting the results. Service actions performed on the instrument, including replacing the signal reagent pumps, luminometer and the microwell incubator appeared to resolve the issue as following ortho fe actions, post-service precision testing was within ortho acceptable guidelines. Quality control results for vitros tropi es were unacceptable, suggesting a vitros tropi es lot 3690 reagent issue. However, the most likely cause of unacceptable quality control results was due to an instrument issue related to contamination of the instrument. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3690.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros troponin I es (tropi es) results when the customer was running a non-patient (specialty diluent) fluid as part of multiple precision tests on a vitros 5600 integrated system. Vitros tropi es results of 0.059, 0.068, 0.064 and 0.069 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were obtained when the customer was processing non-patient fluid as part of precision testing to verify the performance of the instrument. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. Ortho was not made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).